Event description:
It was reported that the patient presented with pectoral stimulation at a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited high capture thresholds and noise. Programming changes were performed that alleviated the pectoral stimulation. The physician then capped and replaced the lead on (B)(6) 2021. The patient was discharged and in stable condition.

Event description:
New information received indicates that the lead was fractured.